Manufacturer narrative:
The user reported that while using the medivators hf1200 hemofilter, a patient lost approximately 200 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss. The reported event did not cause or contribute to any serious injury or deterioration of health. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that while using the medivators hf 1200 hemofilter, a patient lost approximately 200ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptom as a result of the blood loss and no additional medical intervention was sought.